Event description:
It was reported that the cordless driver 2 handpiece overheated at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The event for heat was not confirmed and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that the cordless driver 2 handpiece overheated at the user facility. The user facility was not able to provide any further information regarding the reported event.